Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a tip detachment occurred. The target lesion was located in the left circumflex artery (lcx). The atlantis sr pro imaging catheter was used successfully to evaluate the left anterior descending (lad) artery. When the atlantis sr pro imaging catheter was advanced to the lcx, the tip broke. A "little elevation" of troponin I was noted, however,there was no chest pain or EKG changes noted. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).